Manufacturer narrative:
(B)(4). Concomitant medical products: unknown biolox head, catalog#: ni, lot#: ni; unknown liner, catalog#: ni, lot#: ni; unknown cup, catalog#: ni, lot#: ni. Literature - mcgrory bj, jorgensen a, high early major complication rate after revision for mechanically assisted crevice corrosion in metal-on-polyethylene total hip arthroplasty, the journal of arthroplasty (2017), doi: 10.1016/j.arth.2017.07.004. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-05774; 0001822565-2017-05775. This report is based on the initial information and the information from investigation. Reported event was unable to be confirmed due to limited information received from the customer. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported a patient underwent a revision surgery about 3 years post primary total hip arthroplasty, due to mechanically assisted crevice corrosion (macc). After revision surgery, the harris hip score (hhs) is not significant improved. Attempts have been made and additional information on the reported event is unavailable.